Event description:
Meter name: surestep original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symtoms. The patient reportedly was not able to test on the meter. The meter allegedly would prompt "apply sample". There was no result obtained from the patient's meter. There was no result obtained from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. The patient changed the batteries. No further information has been reported.